Event description:
It was reported that this right atrial (ra) lead was explanted due to the patient had crush syndrome right by the clavicle and was replaced prophylactically since it was implanted through the same access and fashion. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown reason. A new lead was implanted. No additional adverse patient effects were reported.